Event description:
The customer reported a leak when using the coulter act 5diff autoloader (al). While troubleshooting a transfer sensor timeout error on the instrument, the customer noticed the baths overflowing. The volume was reported as a few ml and the leak was not contained. The operator was wearing gloves and lab coat when the issue occurred. There were no reports of exposure to mucous membranes or cuts. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and found solenoid 33 was not working. Solenoid 33 opens the drain bath, and when inoperable, the bath overflowed and caused the leak. The fse replaced the solenoid bank (which contains solenoids 31 to 35) to resolve the leak from the baths. The fse also determined that the transfer sensor timeout error was caused by the leak. The dilution in the diff bath was not drawn through the transfer sensor in the allotted time. This was due to the blocked flow when solenoid 33 was not working. Identified failure mode: the failure mode for the leak was solenoid 33. No erroneous results were generated; however this failure mode is likely to cause erroneous results for the wbc/differential parameters due to incorrect dilution delivery of sample to the diff bath. Product labeling was evaluated: warnings and precautions: beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).